Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of laparoscopic colectomy, the surgeon clamped the tissue and pushed the green button, however could not fire the device. There was tissue damage and additional tissue resection was required. Replaced by new reload, however the same event occurred. A new device was used to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of laparoscopic colectomy, the surgeon clamped the tissue and pushed the green button, however could not fire the device. There was tissue damage and additional tissue resection was required. The sales rep meant the additional resections were 2 firings by the replaced cartridges. Sales rep re-started firings the device on the planed staple line. The each length of the resection was 60mm. Replaced by new reload, however the same event occurred. A new device was used to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection noted that the first reload was pre-fired and engaged in interlock with the jaws open. The second reload was received with a full complement of staple. Functional testing of the reloads found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.